Manufacturer narrative:
Serial number: n/a, software version: n/a, color: pink, battery life remaining: n/a. The inpen screw retracts when dialing and advances when turning dose knob to the 0 mark and high resistance while dispensing due to physical damage cause by dog chew marks the dose button, on the dose detent and dose knob. Inpen received with dog chew marks at the cap. Unable to perform functional test due to physical damage. No physical damage to cartridge holder was noted.

Event description:
Information received by medtronic indicated that the dog chewed the customer's inpen and it was damaged at the cartridge holder. No harm requiring medical intervention was reported. The inpen will be returned for analysis.